Event description:
End user called to complain that device's calibratics was testing out of range. This was confirmed by phone - trouble-shooting. The device was replaced and the defective one returned for investigation.